Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, field data review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. A return specimen from the customer was tested. The returned specimen sample ID (B)(6) was tested with a retained reagent kit of architect hiv ag/ab combo reagent lot 92220li00 and a non-reactive result was obtained (0.24 s/co). Thus, we could repeat the customer observation. Likely cause reagent lot 88188li00 was expired when the samples were received. A sensitivity testing protocol was executed using a file sample from lots 88188li00 and 92220li00. The testing met acceptance criteria which determined the reagent is performing acceptably. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels on one instrument. The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the lot is not adversely affected. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A tracking and trending review was completed, it did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36.

Event description:
The customer observed (B)(6) results while using the architect hiv ag/ab combo assay. The customer indicated a female child was (B)(6) at birth (mother (B)(6)). The infant is taking the antiviral therapy (B)(6). (B)(6). The customer provided the following data from 2 specimens from the child: a serum sample drawn on (B)(6) 2018 was tested in (B)(6) 2019 and was (B)(6). A second specimen was drawn on (B)(6) 2019: generating a (B)(6). No impact to patient management was reported.